Event description:
It was reported that a previous office visit, the pt's device was programmed to normal mode 1.5ma output current, 20hz frequency, 250u pulse width, 30 seconds on time and 5 minutes off time with magnet mode 1.75ma output current, 250u pulse width and 60 seconds on time. Device diagnostic testing at that visit was reportedly within normal limits, indicating proper device function. At subsequent office visit approx one month later, device interrogation revealed the settings to be normal mode 1.0ma output current, 20hz frequency, 500u pulse width, 30 seconds on time and 60 minutes off time with magnet mode 1.0ma output current, 500u pulse width and 30 seconds on time. Device diagnostic testing at this office visit was also within normal limits, indicating proper device function. The pt's family member reported that the pt had "a couple of long seizures and a couple of short seizures" during the time between the to office visits and that pt had recently experienced "an event", not a seizure. Specifics regarding the alleged "event" were not obtained and treating neurologist indicated that this "event" was not normal for the pt. The pt's family member also indicated that use of the magnet approx two days prior to the latter office visit was not effective in aborting the pt's seizures as it had been in the past. It is reportedly difficult to tell whether the pt's seizure frequency or type had changed or increased above pre-vns baseline. There had been no recent medication changes. Treating neurologist indicated that the pt's device may not have been interrogated after programming session at previous office visit to confirm that prescribed device settings were programmed. Device parameters were reprogrammed to prescribed settings. Approx two weeks later, the pt's family member reported that it did not seem as though the device was stimulating because the pt was not coughing with stimulation as pt usually did and pt did not seem as alert as pt had since starting the vns therapy. Device interrogation revealed that the generator was programmed to the prescribed settings. Device diagnostic testing was within normal limits, indicating proper device function and the elective replacement indicator was no, indicating that the generator had not reached end of service. Further follow-up two weeks later revealed that the pt's condition had improved and pt was doing well in regards to their seizure control. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. User error during previous programming session is suspected to be the cause of the change in programmed device settings.